Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the device exhibited technical failure 300. There was no patient involvement reported.

Manufacturer narrative:
The customer provided the device logs for review that revealed multiple alarms. Based on the findings, it was recommended to the customer that the main board be replaced. The original mainboard was returned to the zoll failure analysis lab for further evaluation. The mainboard passed all testing during evaluation; therefore, the reported malfunction was able to be confirmed through log file review but was unable to be duplicated.